Manufacturer narrative:
After an initial bunion surgery, it was reported that 1 screw was found broken upon reviewing radiographic images from a routine follow-up appointment. The device currently remains implanted with no plans to revise, as the patient is unsymptomatic. The device history records for all devices intended to be implanted were reviewed (1405-1408, 1405-1409, and 1405-4051) and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Although a number of factors could have contributed to the breakage of the screw, the most likely cause cannot be determined based on the available information. However, it is possible the device was subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, one screw was found broken upon review of radiographic images from the patients postoperative follow-up. The devices currently remain implanted with no revision scheduled at this time.